Event description:
It was reported that the user experienced a low glucose event after changing supplies for the ilet, during which the user connected the infusion tubing to the body and then forcibly inserted the cartridge into the pump, pushing insulin through the line and delivering excess insulin, indicating the user failed to rewind the ilet. Troubleshooting and education were completed, including reinforcement to call for guided steps during future supply changes. Blood glucose level during episode is unknown. Symptoms included hypoglycemia accompanied by sweating and shakiness. Outcomes included transient low glucose with device alerts, self-treatment with oral carbohydrates, correction of glucose to range within about one hour, and no need for outside assistance or medical intervention. Investigation included case review and user interview. Investigation of this case revealed user handling during cartridge insertion while connected to the body as the precipitating factor, consistent with infusion set and cartridge use error related to failure to rewind or appropriately prepare the system before insertion. It was concluded, based on previously established findings for similar reports, that the cause was use error during cartridge insertion while connected, addressed through user education.